Manufacturer narrative:
The device is reported to be returning to the manufacturer for analysis. It has not yet been received.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) of the superficial femoral down to the anterior tibial artery. The lesion was heavily calcified. Attempts were made to access the cto lesion with various guide wires. During the attempt to access the cto and the anterior tibial artery with the connect guide wire, due to the heavily calcified anatomy and the cto the tip of the guide wire appeared to be kinking and during retraction the tip coils appeared to have separated. Resistance was felt during retraction of the guide wire due to the cto vessel. No attempts were made to capture the separated tip as it was believed the risk of trying to remove the tip far outweighed leaving it in the body. The case was abandoned at that point. The patient is reported to be well. No additional information was provided.

Manufacturer narrative:
The device is reported to be returning to the manufacturer for analysis. It has not yet been received.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) of the superficial femoral down to the anterior tibial artery. The lesion was heavily calcified. Attempts were made to access the cto lesion with various guide wires. During the attempt to access the cto and the anterior tibial artery with the connect guide wire, due to the heavily calcified anatomy and the cto the tip of the guide wire appeared to be kinking and during retraction the tip coils appeared to have separated. Resistance was felt during retraction of the guide wire due to the cto vessel. No attempts were made to capture the separated tip as it was believed the risk of trying to remove the tip far outweighed leaving it in the body. The case was abandoned at that point. The patient is reported to be well. No additional information was provided.